Event description:
Consumer alleges that while in bed, he was using a heating pad for his hip and it caught fire resulting in damages to his bedding. No injuries were reported with this incident.

Manufacturer narrative:
Bunching/crushing the pad is abuse of the product and a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.